Event description:
It was reported that during a lap low anterior resection, the jaw became not to open and the trigger became not to be grasped on the way. As the jaws did not clamp the patient's tissue, there was no damage. It was unknown which firing the events occurred on. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.